Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said it seemed instead of feeling the pulsation in their feet it would go to from their hips all the way down and the pt did not want to feel the therapy in their hips and thighs. Pt said they were not shown how to work their stimulator in the hospital since pt was in pain. The pt did not did not believe they were ever getting therapeutic relief. When the pt was in the hospital they were in so much pain so the pt was getting fentanyl, dilaudid and pain medications so the pt thought it was the therapy was working since there was no pain in their feet and the pain was so bad in the back so the pt thought it was working. When the pt went off the pain meds the burning came back on friday, saturday and sunday the pain was horrific. The pt would turn the settings as high as they could tolerate but the pulsation was so strong. When increasing the intensity they were not getting therapy in both of their legs at the same time for they could only get one leg to get therapy at one time. Pt said there was burning in their feet. During call pt verified they only had group a with program 1. The patient was redirected to their healthcare provider to further address the issue. During call pt said their doctors office was calling back so the pt disconnected the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.